Event description:
The customer reported that she needed assistance in programming the settings of her insulin pump and stated that her blood glucose was 442 mg/dl. Customer stated she gave bolus though the insulin pump to treat the high blood glucose. Customer was assisted in programming the bolus wizard. Troubleshooting was done for high blood glucose. The insulin pump failed twice the high pressure test. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.